Event description:
Reported that a surgeon informed them of the postoperative breakage of two pedicle screws in two pts. Little information was provided and additional information requested, however, at this time more info is not expected.